Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s, the caller's daughter had an 18fr button placed last week. He needs a y-port adapter to administer medications during her continuous feeding. He also notes leakage through the center of the button. Ms&s advised the extension tubing for the button does not contain a y-port. Bard makes a y-adapter for ponsky tubes. It does not fit very snugly inside the 18fr continuous feeding tube, but they can try this solution. The caller confirms he does administer crushed medicines through the tube. Ms&s advised that can cause the antireflux valve to get lodged open. The patient's father stated he has flushed the tube well since then. He vents her prior to feeding. No other information was provided.